Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the tubing broke during insertion. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The sample was received used and not in the original teleflex lma packaging. The connector of the device is clear. The ett was observed to be broken into two parts. The failure location was near to one end of the tubing where the connector is inserted. A retained sample was used to simulate the possible outcome by bending the ett repetitively at the same location more than 20 cycles. The reported failure could not be duplicated. The reported complaint could not be duplicated. The retained ett still functioned, intact and no damage was observed from the simulation test. The customer is kindly reminded the lma fastrach ett is reusable and should be handled with care when being prepared for use as the device is made of soft silicone material. Items that have sharp and hard edges should be avoided from touching the device. Once the properties of the device are damaged it will lead to an irreparable condition. It is suspected that the reported failure was due to user handling.

Event description:
The customer alleges the tubing broke during insertion. There was no patient harm reported.